Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, leakage at the repair kit junction during use. Issue was resolved by using a different repair kit (fresh item). There was no patient impact or harm reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed fluid leaking from the catheter tubing as the sample was infused in the returned video. The catheter in the returned video was observed to be inserted into a patient. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, leakage at the repair kit junction during use. Issue was resolved by using a different repair kit (fresh item). There was no patient impact or harm reported. No other information was provided.